Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg and percutaneous lead, on (B)(6) 2008. It was reported that the patient's ipg was unable to communicate with the charger or programmer. The patient stated that she had not used the system for a while; however, she could not recall exactly how long it had been. A replacement charger was sent to the patient, but it was unsuccessful at resolving the issue. The next course of action is currently undetermined. No further information is available at this time.